Event description:
It was additionally reported that the type of stroke diagnosed was embolic which was found via a computed tomography (CT) scan. The patient was therapeutic. The patient had displayed symptoms of slurred speed, facial droop, and left sided weakness. There was no further treatment administered for the stroke other than starting aspirin. It was noted that the patient was on intravenous antibiotics for bacteremia. Log files were submitted for review on 16feb2026 due to elevated lactate dehydrogenase and captured pulsatility index (pi) events.

Manufacturer narrative:
A4 - patient weight not provided by customer . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with stroke-like symptoms. Log files were submitted for review and captured routine events.